Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (400 mg/dl). The customer stated the caused for elevated bg level was due to accidently stopping insulin delivery. The customer declined to troubleshoot with tandem technical support (cts). During the call with cts the customer was able to change supplies and resume insulin deliveries. The customer took a bolus via the pump to stabilize bg level.